Event description:
My omnipod personal diabetes manager/controller was having multiple failure issues. This causes an error in my glucose readings. I went to my car and then passed out from hypoglycemia. I was unconscious for 3 hours in my car with no air conditioning on. A friend called 911 and the police officer pinged my phone and then found me in a parking lot unconscious. The police officer called an ambulance, and I was taken to the hospital to treat severe hypoglycemia. 1. The receiver had a constant failure to connect. 2. Failure to communicate to the omnipod. 3. Unable to switch to new dexcom sensor while the omnipod is still active. Serial # (B)(6).